Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va13yav, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that the patient was admitted to the hospital on friday for a right burr hole cap wound dehiscence. The patient had applied cream over the incision, which was not recommended. The hcp performed an irrigation, debridement, and reclosed the incisions. Cultures were taken and came back positive for staph aureus infection so the patient was placed on pic line antibiotics. No other interventions were planned and the patient was receiving therapy. The patient¿s indication for use is parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.